Event description:
It was reported that the patient experienced a driveline/deep external cannula infection caused by enterococcus faecalis which resulted in extended hospitalization on (B)(6) 2026. The patient was treated with antibiotics and recovered without any after-effects.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.